Event description:
It was reported that the core micro drill was being used with a micro drill medium straight attachment when one of the devices overheated during a procedure. A back-up device was used to complete the procedure without patient or user injuries, and there were no adverse consequences.

Manufacturer narrative:
During testing at the manufacturer, neither the handpiece nor the attachment overheated. Upon visual examination, it was discovered that the handpiece had broken down lubrication on the bearings. Broken down lubrication on the bearings can caused increased friction between rotating components, which can cause heat to be generated.